Manufacturer narrative:
.

Event description:
The customer was contacted for clarification regarding hospitalization. The customer stated that he went to a day hospital for a back up plan. While he was there, tests were conducted to check if he was ill. The customer was given an injection of lantus and was sent home with a back up plan. The customer was not hospitalized.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly, which resulted in a hospitalization. Blood glucose level at the time of the incident was 405 mg/dl. The customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 192 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.